Event description:
It was reported that the device shut down while on a patient without alarm. It was further reported that a charred smell was noticed at the power supply at that time.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer

Manufacturer narrative:
The affected device was manufactured in january 2007 and it was analyzed onsite by dräger service. During the analysis of the device and the log entries the reported shutdown could be confirmed. However, no indication of burning was noticed by the biomed or dräger service technician during the analysis. In addition, a test of the optical and acoustical alarm functionalities passed without deviation. It was determined that an electrical component malfunction of the power supply resulted in the reported smell and in a complete loss of power. The evita power supply is designed to meet the iec 60601-1 standard for basic safety and essential performance of medical electrical and the materials used are classified ul94 v-0 or better. Thus, the risk of fire is minimized in case of a component failure. In case of a power supply failure the device will open the airway system to allow spontaneous breathing and post an acoustical alarm in accordance to en60601-1-8 for at least two minutes. Manual ventilation with an alternate device may be considered necessary. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device shut down while on a patient without alarm. It was further reported that a charred smell was noticed at the power supply at that time.